Event description:
The hosp rep reported the device has an 812:02 failure code. Info was not provided regarding whether or not the device was in pt use when the reported failure code occurred. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medication intervention, pt injury, age of pt, or medication involved. No additional contact info was available.